Event description:
According to a customer, accu tni results were not matching between two chemistry analyzers. In 2003, the customer received a 5ml lithium heparin glass bd sample container from ER. The sample was tested on an access 2 immunoassay system for total ck (14 iu/l), ckmb (4.7ng/ml), and accu tni (1.42 ng/ml). The customer repeated the sample on another instrument because they had questioned the results obtained from the access 2 instrument due to a normal ck, but was accompanied by an elevated cardiac marker. The sample was retested on a different chemistry analyzer for ckmb (2.1 ng/ml), and accu tni (0.72 ng/ml). Patient was diagnosed with lung cancer. The customer has not received any report of injury requiring medical intervention or change to patient treatment that can be attributed to this event.